Event description:
Clinic notes were received on (B)(4) 2012, that reported that the patient has a history transient ischemic attack (tia) in (B)(6) 2010, also a stroke in 2002. The notes also indicated that the patient didn't feel like her device was working, however an interrogation and diagnostics were performed and were ok. Per the patient she has been having seizures over the past few months, approximately every other day, when she had been seizure free. Additional information was received indicating that the increase in the patient's seizures was below her pre-vns baseline. The patient underwent a generator replacement on (B)(6) 2012. The generator was returned on (B)(4) 2012, however product analysis is not yet complete.

Event description:
It was initially reported by the patient that she was experiencing increasingly frequent and severe seizures, including drop attacks. This started in (B)(6) 2012. She also indicated that she was no longer feeling her magnet mode stimulation. The patient planned to follow up with a surgeon for a vns check, as she is no longer being treated by a neurologist. The patient at the time of the call also mentioned having a past history of stroke. Follow up was performed with the surgeon and it was indicated that he saw the patient on (B)(6) 2012. The surgeon indicated that the patient also was experiencing episodes of syncope; however no other information was obtained at that time. Attempts for additional information have been unsuccessful to date.

Event description:
Product analysis on the generator was completed (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have remained unsuccessful.